Event description:
Early failure of (B)(4) required immediate open heart surgery on (B)(6) 2015. I first noticed a problem on (B)(6) 2015 when I could not complete my normal ymca gym exercises. After several weeks of incorrect diagnosis, I went into congestive heart failure which lead to a tee test which located the failed sjm valve as the problem. Sjm valve replaced with edwards valve and mitral ring support.